Event description:
It was reported that during a esophagectomy procedure, the generator indicated problem with the device during case. The fellow had touched metal instrument with shear just prior to error message. Attempted to use device again. One tip of shears broke off into patient abdomen. Retrieved by surgeon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 5/1/2009. Information anticipated, but unavailable at this time.